Manufacturer narrative:
Follow up with the customer same day indicated that the infusion set site had not been changed. Blood glucose level had decreased to 320 mg/dl. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was 580 mg/dl. During system check with tandem technical support, pump, cartridge and infusion set tubing were confirmed to be performing as intended.